Manufacturer narrative:
Product was not returned for investigation. Multiple attempts have been made to collect additional information with no response. If additional information is received at a later date, a supplemental report will be filed. (B)(4)

Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the device was applied following standard process. It was not possible to leave out on the left as it was not possible to ventilate to the right. The fiberoptic endoscopy showed a protrusion of the tracheal balloon (ergot hardly visible) the balloon was inflated with a syringe (between 5 + 7ml pour le for the tracheal balloon and between 3 + 5 ml for the bronchial balloon) the tube was removed from the patient. The customer confirmed that the tube was disposed of. The related report for a second tube from the customer is our report number 2936999-2016-00228.